Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 12th march 2009 and performed to specification up to the 1st november 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of one minute duration were observed in the device memory between the 6th november 2015 and 7th november 2015. On 8th november 2015 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to the final history log entry on 6th december 2015. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log, however there were multiple manual power ups mainly under one minute duration. This may suggest the user was manually power cycling the device or that the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The membrane will be replaced as a precaution. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.